Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received an unknown drug (device registry listed the drug as lioresal baclofen) in an implantable pump for intractable spasticity and multiple sclerosis. The pump was surgically removed due to infection. Additional information was requested from the healthcare provider (hcp) regarding drug information, concomitant medications, diagnostics performed, if the cause of the infection was determined, and if the infection resolved. If additional information is received, a follow-up report will be submitted.